Event description:
The field service engineer reported an intermittent battery contact which causes an intermittent disconnection.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.